Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not always heard alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they received random no delivery alarm, battery life diminished. The insulin pump will not be returned for analysis.